Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was 220 mg/dl. Reportedly, the supplies were changed to address the event. Additionally, it was reported that the customer experienced intermittent elevated blood glucose levels due to disconnecting from the pump and stopping insulin delivery to play with friends. However, the exact bg value was not provided. Reportedly, the supplies were changed intermittently to address the event. Insulin delivery was resumed.